Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported during an implant attempt of the left ventricular lead, the lead had significant diaphragmatic pacing in all configurations. The lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.